Manufacturer narrative:
(B)(4). Approximate age of device: 77 days. The pump was returned for evaluation. Upon disassembly of the pump, examination of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball that was lodged between all three stator blades. The thrombus lacked laminated layering, which suggests that it did not initially form in this location. Although its origins and a duration of time for which it was present in the pump could not be conclusively determined through this evaluation, the areas of denaturation on the thrombus as well as the contact marks observed on the outlet portion of the rotor and the outlet bearing cup, indicate that it was present while the pump was operating. Although a specific cause for the observed thrombus formation could not be conclusively determined, it was occluding a large portion of the blood flow path through the outlet stator and could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with use of the left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been experiencing new onset heart failure symptoms. Upon admission and evaluation it was noted that the patient's lactate dehydrogenase level was 1,100 u/l. The patient also reported one episode of tea colored urine. Due to the heart failure symptoms, an echocardiogram was performed that revealed the aortic valve was opening with every heart beat. On (B)(6) 2015, the patient's pump was exchanged. No additional information was reported.